Event description:
Under fluoroscopic monitoring, bilateral transpecular kyphoplasty needles were placed. Bilateral balloons were placed to the anterior aspect of t6. Each balloon was inflated with 1.5 cc of dilute contrast. The right balloon was then deflated and removed. The left balloon was left inflated. The right cannula was then injected with 1.2 cc of cement. After the initial start of the injection, the left balloon ruptured. A total of 1.2 cc of cement were then injected on each side for a total of 2.4 cc of cement with a good bilateral distribution of cement present and some cement extending into the right pedicle as confirmed on a f/u cone beam CT scan. The needles were then removed. There were no complications.